Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that two tibial insert impactor tips were broken. A cause of failure can not be conclusively determined from the available information.

Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that two tibial insert impactor tips were broken.